Event description:
It was reported that one interlink retractable t-connector extension set was observed to be leaking. According to the report, the customer stated that a catheter was inserted into the septum to take a blood sample and the septum leaked blood and an unknown solution. Per the customer, there were no physical irregularities noticed on the products. This event was reported to have occurred in the neonatal intensive care unit (nicu). There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. During visual inspection no defects were observed. Functional testing was performed. The set was primed and solution flowed through the set and was working within specifications. No defect was found during pressure testing. The reported condition was not confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Date of event: the exact occurrence date is unknown; however, it was reported that the event occurred during the week of (B)(6) 2013. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.